Event description:
It was reported that in (B) (6) 2009 the pt's spasticity suddenly returned. The pt also experienced hypertonia. A volume discrepancy was reported; the actual reservoir volume was 5ml and the expected reservoir volume was 2.7 ml. The event logs were confirmed to be normal. A bolus of 40 mcg on (B) (6) 2010 revealed no improvement. A rotor study also performed on (B) (6) 2010 showed the rotor functioning normally. The catheter was replaced on (B) (6) 2010. The hcp believed that the catheter might have been rubbing on the iliac crest causing a leak. There was good csf flow when checked through the cap prior to replacing the catheter. The pt recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
(B) (4): final catheter analysis revealed a pump connector anomaly - there was damage around the catheter lumen inside the cup.